Manufacturer narrative:
Product event summary: analysis confirmed the reported event; atrial and ventricle output connectors are broken. Analysis also found the lower case, ring cover, and one bail cover are broken. Battery contacts are compressed, keyboard is scratched, and serial number label is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial and ventricle cable connectors at top of device are damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.